Event description:
The polyaxial screw disassociated when inserted onto the screw holder during a spondylothesis surgery prior to incising the pt. The event occurred at the preparation table. There was no impact to the pt or surgical delay.

Manufacturer narrative:
Investigation is pending.